Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 115 millimeters (mm) from the terminal pin, 2 segments were returned for a total length of approximately 630 mm. Laboratory analysis noted that some portions of the lead may be missing. Visual observation noted the presence of set screw marks on the lead terminal pin, dried blood/body fluid was noted in the lumen, several cuts were noted in several locations in the lead insulation, deformation and stretching of the conductor coils, the distal end of the proximal spring electrode was separated from the lead body insulation and had been pushed up over the lead body insulation, laser extraction damage was noted in a few places on the lead body, the lead body was curls and appeared to have been pulled with force and let go. Additionally, slight calcification was noted on the lead body insulation and tip mesh in addition to calcification and tissue on a good portion of the proximal spring electrode and distal spring electrode. The tip was noted to be pulled inside of the tined insulation. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis noted that the reported clinical observations were consistent with the observed calcification on the lead although analysis was not able to test this based on the condition of the lead. The reported observations were not confirmed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's rv lead and the crt-d remains implanted and in service. No additional adverse patient effects were reported.